Manufacturer narrative:
(B)(4). The rt268 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the complaint rt268 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4) for investigation. It was visually inspected and pressure tested for leaks. Results: visual inspection revealed that both swivel ports have white parting lines; however, no crack was observed. The pressure test result was within specification. Conclusion: no fault was found to the returned breathing circuit. The reported fault was not observed during inspection. All rt268 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt268 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the swivel wye of an rt268 infant dual heated evaqua2 breathing circuit was found cracked after five days of use. No patient consequence was reported.